Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for investigation as it was destroyed by the healthcare facility. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results:without the complaint device, we were unable to definitively determine the root cause of the fault reported by the hospital. However, the customer stated that the device failed the leak test and that the test was performed with the water feedset still on the winder. Conclusion: based on the information provided by the healthcare facility it is likely that the reported leak was most likely due to the water feedset not being connected to a water bag. The feedset winder is designed to secure the water feedset and spike during transport and storage, it is not designed to seal the spike. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit clearly illustrate how the feedset winder should be removed and the water feedset attached to a water bag. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The subject rt380 adult breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test. This was found prior to patient use.